Manufacturer narrative:
H.6. Investigation: since no samples (including photos) were returned for the reported issue of ¿needle pulled out of hub¿ with lot number 20624 regarding item # 305937 the complaint could not be confirmed, and the root cause is undetermined. A review of the device history record was completed for batch# 0020624. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded that bd was not able to duplicate or confirm the indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h.10.

Event description:
It was reported that the syringe 0.3ml 31ga tw 8mm bls 400 sg experienced a broken needle. The following information was provided by the initial reporter: material no.: 305937 batch no.: 0020624. The nurse was about to inject and it felt like it was wobbling when she was going to inject the pt. When she looked down she noticed the needle broke off into the patients arm. She did manage to remove the needle from the pt. Arm. Incident date: (B)(6) 2020.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 0.3ml 31ga tw 8mm bls 400 sg experienced a broken needle. The following information was provided by the initial reporter: material no.: 305937, batch no.: 0020624. The nurse was about to inject and it felt like it was wobbling when she was going to inject the pt. When she looked down she noticed the needle broke off into the patients arm. She did manage to remove the needle from the pt. Arm. Incident date: (B)(6) 2020.